Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address infection. Dr. Informed that the patient became sick. The knee was showing signs of inflammation, so dr. Wanted to perform an I & d with poly exchange. The knee was done by another dr. At (B)(6), but the dr. Was unsure of the exact date of the original procedure. Upon removing the poly, they were able identify that it was a size 4 15mm stabilized insert. He felt that it would be best to replace it with the same size component. He thoroughly washed out the joint, then inserted the new poly. Leg was found to be stable and the closing process began. Original implant date is unknown. Doi: unknown. Dor: (B)(6) 2021. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.